Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a clearlink system secondary medication set had precipitate in the tubing chamber. The set was connected to a bag of cefazolin, 2g/100 ml. There was no precipitate in the solution itself, only the tubing; further described as ¿the drip chamber is the only location where the particles were visible¿. It was stated ¿the solution in the drip chamber has begun to form a gel type consistency¿. This was identified before product use when the bag was spiked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h3, and h6. D4: potential lot # sr20j31083. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed a white precipitate in the chamber. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.